Event description:
Total knee arthroplasty (right side) was performed in 1996. Less than 7 years after the surgery the pt came to the doctor and complained of right lower thigh pain in 2003. Revision surgery was performed and resurfacing all poly patella instead of metal-backed rotating patella, as confirmed "metalosis" on itself.